Manufacturer narrative:
Citation: chih-kuo lee, hsien-li kao. Core valve deformity during retrieval. Journal of the american college of cardiology. 2014; volume 63, issue 12, pages s207-s208. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding (B)(6) year-old male patient with severe aortic stenosis and congestive heart failure who underwent implant of a 31-mm medtronic corevalve (serial number not provided). During deployment the valve position was noted as suboptimal. Attempt to retrieve the valve was met with strong resistance, which resulted in a deforming of the sheath and valve. The valve was then deployed and abandoned in the abdominal aorta. A second 31-mm corevalve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.